Manufacturer narrative:
The footswitch was not returned to bsc for analysis. The footswitch was scrapped onsite. A new foot switch was shipped to the customer. According to the work order and the work performed, it is likely that the footswitch was damaged. Therefore, the reported allegation is confirmed. A conclusion code of cause traced to component failure was assigned to this investigation. E1 initial reporter phone: (B)(6).

Event description:
It was reported that console issued error code 429 (footswitch3 broken). The procedure had to be interrupted because of this. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that console issued error code 429 (footswitch3 broken). The procedure had to be interrupted because of this. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.